Manufacturer narrative:
The manufacturer is in the process to request the device back for evaluation. Device not yet available.

Event description:
The manufacturer was notified on (B)(4) 2016 that a solo valve was explanted due to paravalvular leak (pvl) and aortic regurgitation. The solo valve was implanted in (B)(6) 2015.